Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. It was reported that two recapture attempts were made; however, the fluoroscopic images do not show evidence of recaptures unless they were simply not captured. In an angiogram performed prior to final release in the left anterior oblique (lao) view, the valve appeared to be deeper than 10mm on the left coronary cusp. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. However, the valve was released, and an angiogram confirmed that the valve had dislodged ventricular and significant aortic insufficiency was noted. Subsequently, the dislodged valve was snared, and after dislodging aortic it was moved to the descending aorta. As stated in the IFU, deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. A second valve was used, and after multiple deployment attempts, the valve was implanted on the seventh deployment attempt. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evprop23-29, serial/lot #: (B)(6), ubd: 03-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the first deployment attempt was too deep, as seen in angiographic control, and the valve was recaptured and repositioned. In the second deployment attempt, the valve dislodged and was recaptured again. During final deployment, angiographic control showed that the valve dislodged towards the left ventricle once fully released. The physician used a snare to reposition the valve. During the repositioning attempt, the valve dislodged towards the ascending aorta. It was decided to move the valve to the descending aorta and subsequently implant a second valve, which was positioned correctly without complications. No additional adverse patient effects were reported.

Event description:
Additional information was received that prior to the valve implant, a pre-implant balloon dilatation was performed with a 20 millimeter (mm) non-medtronic balloon (edwards). Per the physician, the patient did not have any anatomical features that contributed to the dislodgement.

Manufacturer narrative:
Updated data: a2 a4 b5 corrected data: additional codes - updated to remove imf health impact code f26 as it was erroneously submitted on the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.